Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint. The returned handpiece was tested by manufacturing personnel and it was noted by manufacture personnel that the handpiece is assembled with a non-midwest (B)(4) cartridge. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 24.9 c during free run testing. Per iso-13732-1, this temperature level does not qualify as a burn regardless of the contact period. The handpiece was not cutting as received. Microscopic evaluation confirmed that the handpiece was assembled with third party cartridge. Microscopic evaluation also revealed wear on the inside surface of the button that faces the pusher and on the pusher itself. This indicates severe interaction at high rotational speeds between these two mechanisms which creates heat. Significant debris was observed within the cap and head cavities and set components. Poor lubrication practices of the head cavity most likely caused lodging of the cap end bearing inside of the cap which led to set instability. This frictional contact could also lead to the heating of the cap area.

Event description:
In this event a doctor reported that a stylus atc mini handpiece overheated. There was no injury or intervention.